Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, and accessory device support. Furthermore, potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy, or from an interaction with accessory devices. Based on the information provided, the lesion was heavily calcified and may have contributed to the reported difficulty. Although the sds was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Reportedly, the sds was advanced distal to two previously implanted stents, which likely contributed to the reported failure to advance and stent dislodgement. It should be noted that the vision instructions for use (IFU) states: when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in the order obviates the need to cross the proximal stent in placement of the distal stent and reduces the changes for dislodging the proximal stent. In this case, the sds likely interacted with the previously implanted stents and/or the calcified lesion such that during advancement/retraction of the device, the stent became disrupted on the balloon and dislodged as a result. The reported foreign body left in patient and additional therapy/non-surgical treatment appears to be secondary effects of the stent dislodgement as the dislodged stent was deployed at an unintended site in the vessel with a balloon catheter. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received from the complaint, the reported failure to advance and subsequent stent dislodgement appears to be related to circumstances of the procedure and not a product quality deficiency. The profile dimensions on all products are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all stent delivery systems are visually inspected online for stent damage, stent placement and a sampling of units is destructively tested for stent movement to verify stent security.

Event description:
It was reported that after predilatation of the artery two vision stents were placed in the mid to ostium, heavily calcified, right coronary artery. An attempt was made to cross the two deployed stents to treat distally with a 3.0 x 12 mm vision stent; however, the stent would not cross through the deployed stents. During removal of the stent delivery system from the patient, the stent dislodged proximally into the coronary. A 3.0 x 12 mm trek balloon was advanced through the dislodged stent and inflated, deploying the stent at the location of the dislodgement. No patient effects were reported. No additional information was provided.